Event description:
It was reported that a large volume folfusor underinfused. After the expected infusion time of 24 hours, approximately one third of the solution remained in the device. The device was filled with 8g flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the patient had a peripherally inserted central catheter (PICC). H4: the device was manufactured june 17, 2022 - june 21, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.